Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified distal circumflex. The 2.25x18 mm xience xpedition stent delivery system (sds) would not cross through the calcification to reach the lesion. During retraction of the sds from the patient the stent implant became stuck on the calcium and dislodged from the balloon. Attempts were made to snare the stent using snare devices; however, this was unsuccessful. A balloon catheter was able to pass through the stent, was inflated slightly to 2-4 atmospheres and the stent implant was able to be retrieved to the mouth of the guiding catheter where it again came off the balloon. The guiding catheter and sds were removed from the patient together. The patient was stable throughout this process. The stent implant could not be located in the patient anatomy on angiography. The procedure was aborted. Over the weekend a computed tomography scan was performed and could not locate the stent. The patient was transferred to another facility for a bypass procedure; however, it was stated that this was due to the heavily calcific nature of the vessel, not due to the stent dislodgement. No additional information was provided.